Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while stapling and after deploying the staples, the knife stuck and can not open the stapler`s jaws. Force was applied to open it. A new handle was used to complete the case. There was no patient injury.